Event description:
A surgeon reports a patient with a decrease in bscva following a clinical study. This report is for the right eye, the left eye is being reported under mfg # 1061857-2007-00411. At 3 months post-op, this patient experienced a 1-line decrease in bscva in the right eye. Ucva improved from >20/100 to 20/50. At one month post-op, this patient reported halos and difficulty driving at night. By the 3 month post-op exam, the patient indicated the halos were getting smaller and seemed to be fading.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. This report mailed into FDA on : 07/26/2007.